Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed replicated/confirmed the customer reported complaint of ¿plastic part at tip of instrument noted to be corroded or burned¿. The maryland bipolar forceps instrument was found to have thermal damage on the yaw pulley.

Event description:
It was reported that during central processing, the tip of the maryland bipolar forceps instrument was noted to have corrosion/thermal damage. The damage was noted on the plastic part at the tip of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the operating room (or) staff did not report any arcing or smoking with the instrument during the surgical procedure. Burn marks were noted during central processing.